Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analysis was performed with no anomalies found. (B)(4).

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited high impedances in multiple locations. Furthermore, the rv lead was unable to deploy the active fixation helix from the lead. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.